Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "'helium loss' alarm detected during preventive maintenance". No patient involvement.

Event description:
It was reported that "'helium loss' alarm detected during preventive maintenance". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of helium loss alarm was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, a screw was found loose on the pcs assembly and tightening the screw resolved the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.